Event description:
A customer contacted beckman coulter regarding a false low glucose (gluc) result generated by the synchron lx 20 proi instrument. The customer indicated that gluc result of 101mg/dl was reported to an emergency room (ER). The physician questioned the result becasue gluc result obtained from a glucometer in the ER was 300mg/dl. The customer collected a fresh sample from the pt and tested for gluc. The gluc result was 300mg/dl. The customer then re-tested the pt original sample for gluc. The repeated gluc result was 300mg/dl. Based on available info, the customer believes the pt treatment was not affected in this event.

Manufacturer narrative:
Qc and calibration performed prior to the event were within specs. The sample was collected in bd, 7ml, lithium heparin tube and centrifuged at 3,200 rpm for 7 minutes. The customer indicated that the specimen was slighly hemolyzed and lipemic. After the event, the customer performed gluc precision run (n=5) and obtained 1 high flier. The customer then cleaned wash collar and sample probe with 10% bleach and water, performed cup maintenance on the gluc module and did a sensor calibration. A) gluc precision was repeated and failed again. A field servcie engineer (fse) was dispatched to the customer lab. A) the fse replaced gluc module, wash collar, syringes and performed alignmnts to the instrument. After service completion, gluc precision (n=20) was within specs. All gluc results were repeated and no other low reults were identified. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause was not determined in this event. A malfunction will be assumed for the purpose of this report.